Manufacturer narrative:
The malfunction was duplicated and attributed to the autocal valve on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat (B)(6) year old male patient, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.